Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had foreign matter biological issue. It was received a needle-suture combination inside a labeled winding former for analysis. During the visual inspection of the labeled winding former, a hair stuck with a tape on the paper lid was observed. The paper lid was removed, and no foreign matter was found in the suture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿identified a dark hair wrapped inside and around suture inside packet¿. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, it was identified a dark hair wrapped inside and around suture inside packet. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.